Manufacturer narrative:
Age at time of event - 18 years older. (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.